Event description:
It was reported that during the procedure, a 4.0x18 rx xience prime stent delivery system (sds) was advanced to a mildly calcified lesion in a non-tortuous left anterior descending artery; however, the device was withdrawn due to resistance felt during advancement, possibly between the sds and either a non-abbott guiding catheter or a balance middle weight (bmw) guide wire. During withdrawal from the anatomy, the rx xience prime sds was difficult to remove, possibly due to resistance between the sds and guide wire or between the sds and guiding catheter. After removal from the anatomy, the stent struts were noted to be bent, reportedly, likely due to removal difficulty. An unspecified stent was placed successfully. There were no reported adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The exact age of the patient was reported as unknown; however, the patient was described as quite young. Guide catheter: ebu; stent: xience prime. The xience prime stent mentioned is being filed under a separate manufacturer report number. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.